Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user error obviously triggered the observed alarms and too low o2 monitoring because of lack of calibration of the o2 cell, but not an o2 delivery issue.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the logfile shows two-point oxygen calibration has not been done, and one-point oxygen calibration was done on the date of event. Also, log files reveal o2 input pressure is constant between 3.7 to 4.1 bars, more than enough o2. However, mismatch between delivered and measured fio2 is visible with discrepancy as little 3% and as much as 16%. The customer was recommended to have a field technician perform two-point calibration, fio2, verification, and o2 gas path test. No root cause could be determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a patient was being ventilated by the bellavista 1000 on CPAP (continuous positive airway pressure) with fio2 (fraction of inspired oxygen) of 100% and peep (positive end-expiratory pressure) of 7. Due to positive response from the therapy, end user started to wean off the patient, reducing fio2 to 40%. However, the ventilator alarmed, stating that oxygen level set was not being delivered. End user disconnected the patient since they were doing well and performed o2 calibration as instructed. During this period, the patient's condition deteriorated and had to be intubated and then transferred to a backup device. The customer later confirmed no patient harm.